Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6). H3,h6: the drive rotor tractor was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint. Test tractor drive assembly with motion cart, motor assembly was louder than normal and the motor would intermittently lock up rotating forward and backwards. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the manufacturing representative (rep) went to site to test the imaging system and found errors tied to the rotor tractor drive. Replaced rotor tractor drive. System checkout performed. System ready for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, product ID: bi71000192. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not taking 3d images, noticed upon installation. There was no patient involvement.